Manufacturer narrative:
Based on the information provided, there is no malfunction of the device, nor did the device cause injury to the patient. The issue that presented was related to the surgical team not removing and then not accounting for the bellow in the counts following the procedure. Root cause has been determined to be use related. As the user information has not been provided, contact with the facility cannot be made at this time. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by an employee/evaluator for (B)(6). The evaluator requested the dimensions of an arista container (bellow) stating that one had been left in a patient after a surgery. In follow up with the contact she reports that "the problem in this case is not the product itself, it is that the arista container was not added to the counts, as it should have been per this hospital¿s policy and procedure. At some point, the container was left in the wound and went unnoticed by the surgical team." She states that is all the information she can provide. This MDR is filed to document the need for medical / surgical intervention in response to the event as reported.